Manufacturer narrative:
Correction: the patient did not have effective therapy prior to surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the leads were replaced via surgical intervention on (B)(6) 2024. It was also confirmed the patient did not have effective therapy prior to surgery. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), batch: 3416797.

Event description:
It was reported that the patient has high impedances on one percutaneous lead, and high impedances on their paddle lead (related manufacturer reference number: 1627487-2024-10148). Surgical intervention may take place in the future to address the issue. It is unknown which percutaneous lead caused / contributed to the issue.